Manufacturer narrative:
Work order completed: h3, h6) a manufacturer representative (rep) went to the site to test the navigation system. It was reported that the electromagnetic navigation interface unit was replaced. Codes b01, c02 and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735825ent, h3, h6: no. Products have been evaluated by medtronic personnel. Codes b17, c20, and d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the cable was damaged on the breakout box (bob). The cable had exposed wires. There was no patient involvement.

Manufacturer narrative:
H2-h6: the electromagnetic (em) interface (bob), product ID: 9735825ent and lot number: 603003982, was returned to medtronic for analysis. Testing revealed that the cable was damaged with exposed wires. The em interface was connected to the lat station and faulted immediately. Codes b01, c13, and d02 are applicable to this analysis. H2: please see section d9 for when the product was available for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.